Event description:
Additional information was received, there was brief substantial blood loss from the penis that resolved on its own without further medical/surgical intervention.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted MDR 3002808148-2024-38099-01. Updated b5 to include the information that was inadvertently left out olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope's insertion section formed a knot causing a delay of 30 minutes or greater during a diagnostic cystoscopy. The procedure was completed with an olympus backup device with no report of further patient harm.

Event description:
Additional information received, the customer confirmed that the procedure prolongation was about 3 minutes and the patient was not sedated at the time. The patient's current condition was reported as good.

Manufacturer narrative:
Updated information: b5. This supplemental report is being submitted to provide additional information from customer and results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Olympus determined the following cause: passive bending section has a buckling. Due to damage on bending tube, the joint section between bending tube and distal end is not secure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.